Event description:
The manufacturer's service organization received info alleging a ventilator's ac inlet connector was faulty. There was no pt harm or injury reported.

Manufacturer narrative:
The ac inlet connector was replaced to correct the issue.